Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) between 40-45 mg/dl due to needing settings adjustments. Low bg was addressed by consuming glucose tablets. Reportedly, customer had already received a replacement pump and updated the settings during pump set-up.